Manufacturer narrative:
H10: b4: event description updated. D9: updated, device received. H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (7,3). Wand was activated in saline solution at the default and max settings on the controller and performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the customer provided image shows the packaging and confirms part number eic7070-01 and lot number 2028475. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the procise wand was not generating plasma. Incident occurred before the procedure. There was a delay of 0-30min and a back-up device was available.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that the procise wand was not generating plasma. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly